Event description:
It was reported by the attorney that the plaintiff underwent facial surgery in 1995, and vicryl sutures were used. The attorney alleges that the use of vicryl sutures caused infections, permanent disfigurement and physical injury to the plaintiff.